Event description:
The customer was at school and had checked their blood glucose in the nurses office prior to going home. The suspect device read 187 mg/dl. Pt got on the bus and passed out. The bus driver gave pt crushed glucsoe tablets and called the emts. The emts arrived and checked their glucose and the level was 125 mg/dl. Pt was taken to the hosp and observed, then sent home. Level 1 glucose control was within range on the system. The device was replaced and authorized for return to the manufacturer for evaluation.